Event description:
This is a spontaneous report by a consumer with supplemental information by a nurse from the USA of peritonitis with culture positive for (B)(6) and touch contamination in a patient coincident dianeal pd4 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd4 ultrabag (lot number, dose, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the patient reported the following. On (B)(6) 2011, the patient experienced peritonitis and on an unreported date, experienced touch contamination. During a follow-up call, the patient's nurse stated the patient was not hospitalized. The outcome of the touch contamination was unknown. Dianeal therapy was ongoing. Concomitant medications were not reported. The nurse stated the peritonitis was not related to the dianeal therapy and did not provide a statement of causality for the touch contamination. Further information was received from the pd nurse on (B)(6) 2011. The nurse confirmed the date of (B)(6) 2011 as the date the patient experienced the peritonitis and that the peritoneal effluent culture revealed (B)(6). Treatment was unknown and the patient was recovering from the peritonitis.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number h10k29039 with no defects noted. The cause of the peritonitis was determined to be use error- poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.